Manufacturer narrative:
(D10) concomitant devices: 320-46-13 - 145-deg pe 46mm const hum liner +2.5: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-15-06 - rs glenoid plate ext cag +10mm cage peg: (B)(6). (From index implantation on (B)(6) 2022). 308-02-13 - 13x120mm distal stem modular cemented: (B)(6). 308-05-27 - distal fixation ring ha 27.5: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 308-15-01 - taper locking screw 0: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 1 year(s), 8 month(s) and 11 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced painful hemiarthroplasty. Patient reports pain and limited function with hemiarthroplasty from staged procedure due to bone loss, no inciting event. The patient underwent a standard reverse with humeral reconstruction stem revision with the reported removal of the torque screw, humeral tray, humeral liner, proximal body, and locking screw components. The outcome of this event is considered resolved. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.